Event description:
Customer reported seeing elevated blood lead level results with leadcare ii system. Customer reported they are seeing elevated bll patient results, then repeating testing using the same sample from the same treatment reagent (tr) tube 10 minutes later and getting a "normal" result. Customer reported controls are in range. The issue with patient samples is intermittent, not every sample. The number of suspected elevated results and other information necessary to investigate the event was not available at the time this report was submitted.